Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon fifth inflation at 12 atmospheres for 10 seconds and a pinhole around the balloon shoulder on the proximal side was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.